Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer's blood glucose level. Reportedly the customer reverted to manual dose injection for insulin therapy.